Event description:
Procedure: gastric bypass according to the reporter: the surgeon put the trocar in the patient, noticed a small piece of blue plastic that had come away. Took trocar out and noticed the plastic was from the cannula. Sample being returned. Lot number not known as packaging thrown away. The patient was not injured. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. The patient is fine. The incident did not affect patient. He/she has been discharged home.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was cut. The returned sample as received was found not to meet quality release specifications after application in the clinical setting, and due to the damaged envelope seal the reported condition was confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. No enhancements or improvements were generated for the reported condition. There were no adverse patient events reported as a result of the alleged event should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.